Event description:
It was reported that the patient presented for an implant procedure. It was noted the setscrew of the pacemaker failed to be disconnected and after multiple attempts the torque wrench came off with the setscrew attached to it. The pacemaker was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of setscrew difficult to untightened, and setscrew came out of the device stuck to the wrench was confirmed. Analysis revealed the user of the torque wrench was making incorrect wrench insertions causing stripping of the inset. The setscrew cannot be untightened while the wrench is stripping the setscrew inset. The user then forced the wrench down into the setscrew inset with the corners of the wrench tip going down and being wedged into the inset walls. This stuck the wrench in the setscrew. When the user removed the wrench out of the device, the setscrew stuck to it was removed out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.